Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed open itchy areas under the back therapy electrodes. Patient reported excessive sweating on her back. There is no indication that the patient received medical intervention. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.